Event description:
It was reported that stent damage occurred. A 4.00 x 16 synergy drug-eluting stent was advanced to treat a lesion. However, during the procedure, it was noted that one of the stent struts was flared out possibly preventing the device from crossing the lesion. No patient complications were reported.